Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient squatted to put something on a lower shelf and something popped. Since then, they didn¿t have a bowel movement for 16 days. The patient went to the hospital 2 times and ad a CT scan and x-ray. The patient was told it was fine. On (B)(6) 2018 the patient turned stimulation off and the pain, spasms, and bowel movements were much better. The rep said the patient hasn¿t turned stimulation back on. The symptoms were in the patient¿s back, as well as at the left and right sides of the pocket. The symptoms were reported to be sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that "something popped" was not the stimulator. The cause of the sudden symptoms was degenerative disc disease. A CT myelogram was taken of the t/c spine. No further complications were reported.